Event description:
A customer reported experiencing intermittent footswitch issues before surgery. The footswitch cable was adjusted to proceed with surgery.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable (which is part of the system) was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on march 22, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).